Event description:
The technician alleged that when the bed was unplugged the battery light was on solid. When a function was ran, the bed would work for a few seconds and then go dead. The battery light went out and nothing worked. No pt impact.

Manufacturer narrative:
The technician replaced the battery to resolve the issue.